Event description:
It was reported that during da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, after introducing the instruments in the patient, the surgeon noticed that the jaws of the monopolar curved scissors (mcs) instrument were chipped and observed that he couldn¿t further use the instrument because it didn¿t close properly. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: one of the blades of the instrument appeared indented.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip of the blade. One of the blade edges was indented which prevented the blades from closing, moving with difficulty or delaying the movement caused by the blade damage indentations. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.